Manufacturer narrative:
Other text: one medfusion pump was received with the right plunger case damaged. The event history log (ehl) was reviewed and there was a check clutch error in the history. The ehl was unable to be downloaded because of a crc mismatch error during the process. Multiple flow and occlusion tests were performed. The reported issue was unable to be duplicated. The clutch half's left and right with leadscrew and spring were replaced as a preventative measure since the parts were over 6 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump had a check clutch/plunger lever error code. There was no patient involvement.